Event description:
Follow up information identified the physician explanted and replaced the patient¿s ins with a new ipg. The physician electively chose to explant the patient¿s three leads and replace them with two new leads. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient programmer displayed a message indicating the implantable neurostimulator (ins) needed to be replaced as stimulation has been turned off. As a result, the patient may be awaiting ins replacement.